Event description:
It was reported that the patient canalized with venocath 24, managed to obtain venous access but the base of the catheter is leaking. A new access is taken. Change of catheter needed and new puncture was performed, both patients were new born. No further procedures or prescriptions due to the incident. Patient information updated.